Manufacturer narrative:
A ge representative evaluated the system, and replaced the x-ray tube and collimator. System operates as intended.

Event description:
Customer reported a loud snapping noise from the x-ray tube and a communications error was displayed. No pt injury was reported.